Event description:
It was reported that the patient's right ventricular (rv) lead exhibited a failure to capture, and a perforation was identified via diagnostic imaging. A pericardial effusion was also noted. On (B)(6) 2026, the rv lead was repositioned to address the perforation, and explanted and successfully replaced. The patient was stable.